Manufacturer narrative:
The customer's report was duplicated and attributed to a capacitor on the main board. The main board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, that the device had smoke coming from the battery well. Complainant indicated that there was no patient involvement in the reported malfunction.